Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the hospital for a follow up, suspected externalized conductors were observed. All electrical parameters were noted to be normal and stable. The patient will be followed closely. Lead remains implanted.